Event description:
The implant failed due to poor oral hygiene and bone condition. Bone graft material used. Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.